Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was hospitalized from not sleeping at night and that his breathing is bad. Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient was hospitalized from not sleeping at night and that his breathing is bad. An issue related to a CPAP device's. Medical intervention was hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal, black and brown contamination, consistent with keratin, at the air outlet of the blower box, unknown light tan particle on the bottom enclosure, potential dried liquid spots on the bottom of the blower and blower box, indicating potential liquid ingress, unknow black hair/fibers and dust-like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section d5 (operator of device) was missed to capture in initial report and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient was hospitalized from not sleeping at night and that his breathing was bad related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Medical intervention was hospitalization. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.